Manufacturer narrative:
The investigation has been completed, the user facility reported that they no longer require additional assistance. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the endoscopic image was interrupted because the video connector or some device on the printed circuit board deteriorated over time due to long-term use.

Manufacturer narrative:
The device was not returned to olympus for an evaluation. There was no field service engineer (fse) dispatched to investigate the reported issue. The user facility reported that they did not need any further assistance regarding the reported event. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
An olympus sales representative reported that a user facility was experiencing intermittent image issues on a video system center during a procedure. It was reported that there was a brief delay to complete the procedure since the user had to wait until the image came back to continue. No patient injury was reported. No additional information has been obtained.